Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2022.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent a revision procedure wherein the ipg was replaced and two cervical leads were added. The patient was doing well postoperatively and the explanted device was discarded.